Event description:
It was reported a pt underwent a kyphoplasty procedure. Approximately 10-12 hours post procedure, the pt suddenly became hypotensive and subsequently died from a thrombotic pulmonary embolism. The procedure occurred without complication and the pt was mobile afterwards. Intra-operative fluoroscopy images showed no evidence of cement extravasation. It was stated that the pt was not a well person and was suffering from "many other medical problems". No additional information was reported.

Manufacturer narrative:
Method, device not returned, internal review of literature, follow-up with author.